Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a low flow/low speed alarm after changing from one set of batteries to a new set. A review of the log file data displayed a pump stoppage event due to a loss of power to the system controller. The pump power was restored with a partially charged battery. It was unable to be determined how long the patient remained disconnected from power. The pump parameters returned within normal operating ranges. The system controller was exchanged and no further events were reported.

Manufacturer narrative:
The returned system controller was functionally tested using the manufacturer's laboratory equipment and was found to function as intended, even when the cables were maneuvered. The white and the black power leads were independently disconnected, and the device continued to function properly. The report of a pump stoppage/red heart alarm event can be confirmed based on the analysis of the system controller log file. The log file captured approximately 9 days and 20 hours of data, where one single pump stoppage was recorded. A time clock reset was observed, which suggested that system power was interrupted and the pump speed decreased to zero rpm. The analysis of the pump stoppage/time clock reset event suggested that both power cables were disconnected from the power source, which resulted in the pump stoppage recorded in this log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.